Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A connector was also received with the unit. Visual examination of the infusor found no signs of defect or abnormality on the components. However, a crack line was found on the connector. A leak test was subsequently performed by connecting the cracked connector to the infusor's luer, then filling the infusor's reservoir with green water. Approximately ten minutes after fill, small traces of green water were noted coming out of the crack line on the connector. No other location of leakage was noted during the leak test. Based on the findings, the cause of leakage was due to a cracked connector. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that on an undefined occurrence date 4 units of infusor singleday leaked at the level of the distal luer during infusion. According to the reporter, the device showed leakage 3 hours after the infusion started. Reportedly, the product infused was desferal (iron). This complaint will address report 3 of 4, as the facility reported 4 units. There was no report of patient injury or medical intervention. No additional information is available.